Manufacturer narrative:
On 19-oct-2020, mentor received additional information about the event. It was initially reported that the patient underwent bilateral explantation on (B)(6) 2020. New information received states that the patient is scheduled to undergo bilateral explantation on (B)(6) 2020. On 22-oct-2020, mentor received additional information about the event. After explantation surgery on (B)(6) 2020, the patient plans to replace the removed breast prostheses with mentor memorygel high profile xtra gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 19-jan-2021, mentor received additional information about the event. It was previously reported that the patient was scheduled to undergo bilateral explantation and replacement with mentor memorygel high profile xtra gel breast prostheses on (B)(6) 2020. New information received states that the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 790cc gel breast prostheses on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast prosthesis rupture, right breast granuloma, bilateral capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 800cc gel breast prostheses when the right breast prosthesis ruptured after implantation. The patient reported that there is a leak in her right breast prosthesis which was later confirmed by MRI. The patient also developed a granuloma in her right breast. In addition, the patient developed bilateral capsular contracture (baker grade IV in her right breast, baker grade iii in her left breast). As a result, the patient underwent bilateral explantation on (B)(6) 2020. This medwatch report is for the patient¿s left breast prosthesis.